Event description:
Pt was implanted on (B)(6) 2006 with another companies' total hip arthroplasty and pioneer surgical's gtr cerclage device. Sometime between this date and on (B)(6) 2010 the pt had a revision due to a reported infection. At this time pioneer surgical's gtr cerclage device was removed.

Manufacturer narrative:
Pioneer surgical reviewed the DHR, environmental monitoring records at the time the device was manufactured and the dosimetry records. Also the sterilization vendor was contacted to determine if there were any other reports of infection related to the sterilization run. All data reviewed showed that the device was manufactured, packaged and sterilized to pioneer surgical's specifications. The sterilization vendor did not have any other reported occurrences for the sterilization run listed. This is the first case of reported infection related to this lot number. Pioneer surgical also contacted the distributor for more info on this case and currently there is no more info available.